Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer stated that the sensor glucose reading would be in 40 range and go into threshold suspend. The blood glucose reading would be in the 300 range. Customer stated that the insulin pump and sensor have not been talking to her. The insulin in the reservoir would be empty after three days. Customer would use manual injections to correct insulin delivery. Customer feels the insulin is not being successfully delivered. Customer stated she programmed the bolus wizard for twelve units, however, the insulin pump delivered two units. Nothing further reported.